Event description:
It was reported that the manufacturer representative could not insert a lead into the implantable neurostimulator (ins) header block past the third contact. They tried a new ins and the issue resolved. The manufacturer representative sent the ins back weeks ago and thought that it would have arrived by now. They were a little bit alarmed that it was not showing it was there.

Event description:
The representative was in a case on the day of this call and reported that the lead was inspected and appeared fine to the health care provide (hcp), no flat spots, no catching spots. They backed out set screw, rotated implantable neurostimulator (ins) around the lead. The lead continued to get stopped at about contact 1. It was reported that they cannot see anything in the header block. It was recommended trying another ins. Additional information received five days later indicated that all of the following unsuccessful actions were taken on (B)(6); cleaned lead and tried reinsertion; backed set screw a quarter turn and attempted reinsertion; repeated set screw; lubricated lead with sterile water and attempted reinsertion. The cause of the event was not identified was reported as unknown. It was noted that the opened up a backup ins and proceeded with no complications, the implanted lead slipped effortlessly into the backup. According to practice, patient was doing great. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, product type: lead. (B)(4).

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.